Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Visual analysis of the photographs identified: ¿ migration: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported no complaint against the device. Later, healthcare professional reported "grade iii capsular contracture that is making her breast looking ptotic and it is sitting very high and hard on her chest". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and "breast looking ptotic and it is sitting very high and hard on her chest". Device was explanted and replaced.